Manufacturer narrative:
(B)(4). Date of event: unk. Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the stapler did not seem to have any staples in it and nothing was deployed on firing. The theatre sister was also present and inspected the device and bowel in which it was used and nothing was there. A new reload was opened and the device fired successfully. There were no major patient consequences however surgery was delayed to open a new reload and discover the device had not fired properly. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 03/11/2020. D4: batch # t5e44k. Device analysis: the analysis results showed that the tx30g device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.